Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, deformation device and yellow particles. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reported periprosthetic effusion and fibro-inflammatory periprosthetic shells, reassuring images. Right side. Device explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma - late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: periprosthetic effusion and fibro-inflammatory periprosthetic shells, reassuring images but the patient remains worried to the idea of keeping the device.

Event description:
Physician reported periprosthetic effusion and fibro-inflammatory periprosthetic shells, reassuring images but the patient remains worried to the idea of keeping the device. Right side. Device explanted and replaced.